Event description:
The reporter stated that the accuracy of the unit is in question. It was further stated the unit is missing the plunger retainer. There was no pt injury or treatment associated with this event.